Manufacturer narrative:
There were no errors noted on the carto 3 system, the smartablate generator, or any other bwi equipment during the procedure. Since there was difficulty getting the lasso nav variable eco catheter into the left inferior pulmonary vein (lipv), this event is being reported under both the ablation catheter and the lasso. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). C3 ez steer cs catheter with auto ID (model# d-1263-06-s lot# 17646754m). Baylis medical rf needle . St. Jude medical sl0 8.5 french sheath. (B)(4). Related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a lasso® 2515 nav eco variable catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating the superior portion of the ridge, the patient became hypotensive with a systolic blood pressure of 70 mmhg. Tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 740 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization in the coronary care unit for an unspecified number of days. Patient fully recovered. It was noted that the patient was intubated and did not move on the table. Factors that may have contributed to the adverse event include difficulty getting the lasso nav variable eco catheter into the left inferior pulmonary vein (lipv). Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s difficult anatomy involving access of the lipv. Transseptal puncture was performed with a baylis medical rf needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator settings included power at 20 watts on the posterior wall, 35 watts on the superior portion of the ridge, and temperature of approximately 25°c. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set at 8 ml/min while ablating at 20 watts (posterior wall) and 15 ml/min while ablating at 35 watts (superior portion of the ridge). Patient received anticoagulant (heparin) during the procedure with activated clotting time was maintained at 300 seconds. There were no high forces or reduction in force accuracy noted. Smarttouch catheter was zeroed prior to mapping and ablating. Carto® 3 system did not indicate to re-zero the catheter.